Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 17 at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 03/13/2015 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 17; the complaint was duplicated. The meter remote could not be paired with a test pump due to the error. The error could not be cleared, indicating data corruption.